Event description:
The head of the bed would not raise completely.

Manufacturer narrative:
Technician found hydraulic leak in head cylinder. Technician replaced head cylinder to resolve issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.